Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/14/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: we are getting more and more complaints about the pen needles. 4 patients from the same pharmacy have complained about the following: needle is blunt, which led to increased bruising. Needle broken off. Needle ""clogged"" liquid could not be injected. The reference sol-m pen needel 32g 0.23mmx4mm is affected by these complaints. Additionally, one of these customers complained about the length of the needle. This patient was used to bd needles (same parameters) and noticed the following: this customer showed me that bd needles and sol-m needles are not the same length. Although they are labelled as such. As this customer wears functional underwear and has to inject herself in public, this needle does not work as it is really too short. In addition, the sol-m needle bends when it squirts through the thin underwear (not a problem with bd). For this complaint, the batch number has been retrieved, it is 02303026, samples will be sent to you once I have the complaint number."

Manufacturer narrative:
This supplemental report is being submitted to correct previously submitted information. MDR report number 3014312726-2024-00232 was submitted in error. The associated complaint involves a product distributed outside of the united states, with no similar device currently marketed in the u.s. There was no involvement of serious injury or death.